Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: b3: jain, d. And et al. Outcome of anatomic locking plate in extraarticular distal humeral shaft fractures. Indian j orthop, jan-feb; 51(1): 86¿92. D1, d2, d3, d4: this report is for unknown ¿ extraarticular distal humerus plate system (eadhp)/unknown quantity/unknown lot. D4: UDI: unknown part number, UDI is unavailable. D6/d7: unknown g5: part # is unknown, 510k is unknown h6: device code 3191 refers to cortical screw failure. Patient code 3191 refers to bone grafting. H3, h4, h6: the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article jain, d. And et al. (2017) outcome of anatomic locking plate in extraarticular distal humeral shaft fractures. Indian j orthop, jan-feb; 51(1): 86¿92. The purpose of this article is to evaluated the clinical and functional outcomes of treating extraarticular fractures of distal humerus with a 3.5-mm lcp extraarticular distal humerus plate (eadhp) system. This prospective study occurred between january 2012 and june 2015. The study included twenty-six (26) patients that included twenty-one (10) males and five (5) females with a mean age of 37.3 years (range 18¿72 years). The mean follow-up time was 11.6 months, (range 4-24 months). This is report 1 of 5 for com-283507. This report is for an unknown ¿ extraarticular distal humerus plate system (eadhp) and refers to patient 3 (female, 52 years) who had a nonunion with cortical screw failure, union after revision fixation, and bone grafting.